Event description:
It was reported that during a coronary artery bypass surgery, the blade broke. It was also reported that there was no patient injury and the event did not affect the patient's outcome. It was further reported that another blade was available to successfully complete the procedure.

Manufacturer narrative:
The blade subject to this MDR is not available for evaluation as it was discarded. In addition, no lot number was provided for the blade, for further investigation.